Manufacturer narrative:
Visual examination of the returned device packaging finds sterility was not compromised. This device did not cause or contribute to a serious injury or reportable malfunction. Please void this submission.

Event description:
Visual examination of the returned device packaging finds sterility was not compromised. This device did not cause or contribute to a serious injury or reportable malfunction. Please void this submission.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reporting during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.